Manufacturer narrative:
D6b: explant date corrected.

Event description:
Related manufacturer reference number: 1627487-2022-00799, and 1627487-2022-00800.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-16232. It was reported that the patient's t12 lead had high impedances on all contacts. The patient had inadequate therapy. As a result, the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. It is unknown which t12 lead had high impedances, so both are being reported.